Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 6 in flat blade electrode, lng, extended insulation, catalog # 138110, lot 201904011 for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received three 138110 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was performed and found one package not sealed and the device in two packages was encroaching into the seal. The devices were dye leak tested per procedure. Dye leak testing indicated that the packages with the device encroaching into the seal did not have insufficient heat seal / breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of 2 similar events involving 4 devices for this lot number. (B)(4). Conmed encourages the inspection of all medical equipment, packaging, and labeling prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.